Event description:
It was reported that two ozark drivers broke intra-operatively. Surgery was successfully completed with an unknown delay. No adverse consequences or medical intervention were reported. This report will capture the second of two drivers.

Event description:
It was reported that two ozark drivers broke intra-operatively. Surgery was successfully completed with an unknown delay. No adverse consequences or medical intervention were reported. This report will capture the second of two drivers.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device associated with this record was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Initial report states that two ozark drivers broke. This was not confirmed because no images, communication, or product return were received from the field. No additional information regarding this event was ever provided. No root cause was able to be determined and no further investigation for this event is possible at this time as no devices and insufficient information was received.